Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the home patient (hp) touched the end of the patient line while performing peritoneal dialysis (pd) therapy. The hp was connected and was in initial drain at the time of the call with the technical service representative (tsr). The tsr assisted with ending the therapy and advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.